Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter. Under magnification, a small inverted "v" shaped rupture was found in the balloon, near the distal marker band. The rupture was found within the fold of the balloon. Scratches were noticed at the tip of the rupture. The base on the small "v" shaped material was wrinkled, such that the hole was clearly visible. Functional testing of the complaint sample concluded the small "v" shaped material rupture would not allow the balloon to inflate. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: returned product analysis confirmed a "v" shaped material rupture was present, near the distal marker band of the catheter. The rupture was found within the fold of the balloon. Scratches were noticed at the tip of the rupture. The base on the small "v" shaped material was wrinkled, such that the hole was clearly visible. The DHR found nothing to indicate a manufacturing related cause for this event. A definitive root cause could not be determined based on the information provided. Reportedly, the sfa zone was narrowed to 70%, but there were no stents in the treatment area or tracking path. If additional relevant information becomes available, a supplement report will be submitted with all relevant information.

Event description:
It was reported that a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was allegedly unable to inflate because it was "broken". The health care professional (hcp) gained patient access through an ipsilateral approach. Reportedly, the hcp pre-dilated the 70% narrowed, 10cm target lesion in the patient's superficial femoral artery (sfa) with a 4mmx150mm balloon. The patient used a terumo glidewire to deliver the lutonix dcb to the target lesion. Reportedly, there were no stents in the treatment area or tracking path. The physician attempted to inflate the lutonix dcb with a bd presto indeflator, but was unable to. The physician provided a video to illustrate what occurred during the procedure. A review of the video noted the device was leaking body fluid contamination from the inflation hub while applying negative pressure. It also revealed, when the device was removed from the patient, the device was leaking from the end of the catheter while being flushed. The lutonix dcb was removed without issues and another lutonix dcb was used to complete the procedure. The sample was sterilized and cleaned by the user facility. The sample has been returned for further evaluation. No reported patient injury occurred.